Event description:
On 09/23, customer reports male, unk age, having a ureteroscopy with stent placement procedure under general anesthesia, when the fluoro failed. Pt was removed to another room for completion of the procedure. This resulted in approx a 20 minute procedural delay. The procedure was then completed without further event, and pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot per service manual, and found x-ray footswitch defective. Replaced defective footswitch, tested and verified proper operation using manual. Returned to full service by the customer.